Manufacturer narrative:
"Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - primed and cut properly. Initial priming indicated restricted fluid movement, however, system functioned normally once primed. The DHR for microtip lot 24113-04 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 24113-04. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 24113-04 has a failure rate of (B)(4)."

Event description:
Vacuum test failed 3 times. Couldn't get the tx handpiece to prime correctly.